Manufacturer narrative:
This submission represents 1 of 163 events identified via active surveillance activities utilizing data form (B)(6). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6), this (B)(6), female patient underwent primary total prosthetic replacement using cement of the left knee via medial parapatellar approach on (B)(6)2008. The indication for the index procedure was osteoarthritis. The patient was implanted with a cruciate retaining cemented femoral asymmetrical components (size 2 left) (catalog 230-02-02, serial (B)(4)), optetrak knee system - cemented finned tibial tray - sizes 1f/2t 2f/2t (catalog 200-04-22, serial (B)(4)), optetrak knee system - cruciate retained (cr) tibial insert - size 2 - 13mm (catalog 200-22-13, serial (B)(4)) and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(4)). On (B)(6) 2017, approximately 112 months post implantation, the patient underwent revision due to aseptic loosening femur; aseptic loosening tibia. The exactech were removed and replaced with nexgen lcck femoral d left, stemmed cemented precoat tibial plate size 3, yellow 12 and nexgen 38mm patella.

Event description:
As reported by united kingdom national joint registry (uknjr), this 62 y/o, female patient underwent primary total prosthetic replacement using cement of the left knee via medial parapatellar approach on (B)(6) 2008. The indication for the index procedure was osteoarthritis. On (B)(6)2017, approximately 112 months post implantation, the patient underwent revision due to aseptic loosening of the femur and tibia. Follow-ups for additional information cannot be performed for this complaint, information was submitted as complete by the (B)(6): there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided. These devices are used for treatment not diagnosis.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) femoral and tibial loosening. However, this cannot be confirmed since the devices were not returned for evaluation. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the (B)(6). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices.